Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during a flexible ureteroscopy, the coating of a hiwire nitinol hydrophilic wire guide peeled off of the wire guide. The device's hydrophilic coating was activated with saline prior to use. As the device was advanced into a f8/9.8 ureteroscope, the user met resistance and withdrew the device to discover the coating had broken and peeled from the wire guide. A competitor's wire guide was used to finish the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), documentation, specifications, the instructions for use (IFU), and quality control data. One hiwire nitinol hydrophilic wire guide was returned for investigation. Inspection of the returned device noted: the device was returned inside the protective sheath. A portion of the coating was returned detached from the device. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint related to the reported failure mode. Due to individual inspection activities, one other complaint associated with the lot is not indicative of all devices in the lot. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula /needle, use caution as damage may occur to outer coating. When exchanging or withdrawing an instrument over the wire guide, secure and maintain the wire guide in place under fluoroscopy in order to avoid unexpected wire guide displacement. These wire guides are not intended for tpca use. Instructions for activating hydrophilic coating: the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. Hydrophilic coated wires are very slippery when wet. Always maintain control of the wire guide when manipulating it through any device. For optimal performance, rehydrate the hydrophilic coated wire guide after exposure to ambient environment or after extended use, replace it with a new hydrophilic coated wire guide. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Based on previous similar events, the failure mode is most likely attributed to the supplier's manufacturing process. The supplier was notified of this event. The supplier investigation concluded that the product met specification at the time of shipment. The supplier opened a CAPA to determine the root cause of similar uneven coating occurrences. This lot is associated with devices that were coated at the supplier with a chemical parameter that was on the low end of specification. While these wire guides exhibit a rougher surface texture, (compared to previous lots), testing was completed by the supplier to show that the wires will meet the functionality and lubricity requirements. In addition, the testing shows the rough coating does not result in slough off during insertion/withdrawal of the wire guide. The risk analysis for this failure mode was reviewed, and it was determined that no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopy, the coating of a hiwire nitinol hydrophilic wire guide peeled off of the wire guide. The device's hydrophilic coating was activated with saline prior to use. As the device was advanced into a f8/9.8 ureteroscope, the user met resistance and withdrew the device to discover the coating had broken and peeled from the wire guide. A competitor's wire guide was used to finish the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.